Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while the device was on a patient, it gave a check vent alarm diagnostic code 1111 - oxygen device failed message. However, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to conduct a visual inspection of the data acquisition printed circuit board assembly and to make sure the solenoid valve is connected. The rse advised the customer to check the oxygen (o2) flow when the device is connected to an oxygen source to make sure that the o2 solenoid valve is operating.

Manufacturer narrative:
No repairs were completed by philips as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The customer sent the unit to a third-party service for repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired by philips, a new service order will be opened and will be captured through philip's normal complaint procedure.